Event description:
Philips received a complaint on the v60 ventilator indicating the touchscreen was not responding. The system was reported to not be in clinical use at the time of the reported event; there was no reported patient/user harm. The customer biomed declined touchscreen calibration and requested onsite service. A philips field service engineer (fse) evaluated the issue and reported problem was confirmed. Based on the information available and the testing conducted, the cause of the reported problem was touchscreen failure. The touchscreen was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touchscreen was tested and passed all diagnostic and operational testing. The flex circuit of the touchscreen passed all resistance testing with solid results. The touchscreen was verified as operating as specified. No malfunction found.